Event description:
It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a low battery message. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer reference number: 1627487-2023-00613. Additional information was received wherein the scs system was explanted and replaced. Effective therapy was restored.